Event description:
It was reported that the ventilator alarmed and stopped giving treatment. The pt was bagged and then attached to spare ventilator. There was no injury reported.

Manufacturer narrative:
The log book analysis confirms that the device stopped operation on the day of event due to having detected a deviation with the blower. The corresponding alarm had been posted. The blower unit had been replaced and the device is being operated since then without further problems. The suspected blower unit had been returned to manufacturer and tested in a lab device for several days but the reported condition could not be duplicated. The respective alarm is being generated if the measured turbine speed is outside the limits of the set point. As the turbine itself was found fully functional in follow-up of the event, a reasonable explanation would be that a temporary deviation in the rotation speed measurement had occurred. An emc interference or electrostatic discharge during user interaction with the device would be an imaginable root cause scenario. Draeger medical finally concludes that the device has responded as specified to this error condition by switching off the blower and posting the corresponding alarm.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up report.